Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock lead impedance measurements over 125 ohms. In addition, an appropriate shock was delivered to convert a ventricular tachycardia (vt). Technical services (ts) recommended reprogramming configurations. This crt-d remains in service. No adverse patient effects were reported.